Event description:
It was reported that the 9800 system had a control panel keyboard error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display cable was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.